Event description:
The patient (B)(6) received an scs system including an ipg on (B)(6) 2010. It was reported that the patient's ipg was explanted and replaced due to allegations of intermittent stimulation and a communication issue which hindered the ability to recharge the device. Effective stimulation was recaptured for the patient following the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.